Event description:
It was reported that twenty-four hours post port device implant, the patient allegedly developed a systemic infection. Reportedly, the patient received anti-infective therapy, blood culture, and dressing change. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. The investigation is inconclusive for the reported failure mode. Although a definitive root cause could not be determined, inadequate sterilization, or contamination during implantations due to poor sterilization technique could have potentially caused or contributed to the reported event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that twenty-four hours post port device implant, the patient allegedly developed a systemic infection. Reportedly, the patient received anti-infective therapy, blood culture, and dressing change. The patient status is unknown.